Manufacturer narrative:
Note: the MFR completed all of the info on this form. A visual examination was performed on the returned product. Distal end: the fiber surface is pitted and fiber was cleaved and buffer was stripped. Proximal end: the fiber is recessed 0.204" and optical sleeve has pits next to ID. The fiber is broken and separated 23" from proximal end. The break on both sides is regular with a slight lip on one side, consistent with a bend-induced glass break. Also, the buffer is regular on both sides of the break, with a melted/pulled portion adjacent to the lip on the fiber surface. Further, the fiber break within the proximal connector of 0.204" would have resulted in almost no energy coming through the fiber after that break occurred. Possible cause(s): fiber break mid-fiber possibly due to bend-induced breakage by being bent beyond minimum bend radius; fiber break in proximal connector possibly due to laser misalignment or unknown causes.

Event description:
"Defective- blew". This information is documented as reported to trimedyne. This event was reported to trimedyne on 04/17/2007 with no known event date. Based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the product (on 06/22/2007) revealed the problem to be reportable.